Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 99% stenosed target lesion was located in the calcified and moderately tortuous right coronary artery. The 2.50x20mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion, and the stent edge was lifted up. The procedure was completed with another of the same device with no pt complications. The pt's condition post procedure was reported to be good.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The mfg batch record review confirmed that the device met all material, assembly and performance specs. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).